Event description:
An infusion was started. Eleven minutes later, the pump alarmed with malfunction s321, code: pump bolus overshoot, alarm ID: 109, generic arg1:109, arg2-4:0. The alarm was acknowledged and the pump had to be shut off. The infusion was re-started on a different pump. Please note that this exact pump had previously been involved in a patient incident (a report was submitted through medsun at that time), and had been factory updated to the latest configuration to prevent this issue. We have seen over 10% of our new symbiq pumps malfunction while infusing medications to patients. ====================== manufacturer response for infusion pump, symbiq======================they are aware of the malfunctions s321 + s421 (error codes). Other hospitals have seen the same issue but to a lesser degree. They continue to investigate and work towards a sustainable corrective action.